Manufacturer narrative:
During processing of this incident, further information regarding weight was requested but not received. Date of event is estimated.

Event description:
It was reported that patient experienced pain at ipg site. Physician advised patient to use a lidocaine patch over the painful area. Patient does not report any falls accidents or any trauma. Surgical intervention may be undertaken to address this issue.

Event description:
Additional information indicated that surgical intervention was undertaken wherein the system was explanted.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.